Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and replaced cl electrode and buffer syringe to resolve the issue. The fse performed ise calibration and quality control, which all passed. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer questioned the patient results on ion selective electrode sodium, potassium and chloride due to negative anion gap values on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.